Manufacturer narrative:
We were unable to prime during prime alarm test due to faulty force sensor resistor. The insulin pump had a cracked reservoir tube lip, missing end cap sticker and cracked case near display window corners noted during visual inspection. We were unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump passed displacement test. A noisy motor noted during rewind due to faulty motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone by customer's nurse that the insulin pump is making a squealing noise at the time of rewind causing a no delivery alarm. The customer was advised to disconnect from body and remove reservoir, tried to rewind and pump did not make a noise. In addition, the insulin pump was able to prime. The customer's blood glucose was 276mg/dl.